Event description:
It was reported that the voyager balloon catheter was used in a moderately tortuous and heavily calcified lesion. It was inflated for one inflation at 14 atmospheres (atm). The lesion was dilated but the contrast could not be withdrawn and the balloon could not be deflated. After repeat inflations up to 16 atm, the balloon was able to be completely deflated prior to withdrawal from the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the catheter advanced over a guide wire. The balloon was loosely folded. The shaft was stretched (necked) 5.5 cm distal to the guide wire exit notch, for a length of 2 mm. The indeflator was returned with contrast in the hose and on the white handle. There was no damage noted to the returned indeflator. The total catheter length was measured and met manufacturing criteria. The returned indeflator was filled with contrast medium; diluted 1:1 with colored water and was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. The returned indeflator was also used in an attempt to measure the deflation times of the balloon. But the balloon was not able to deflate after 5 minutes of negative pressure applied. Fluid was unable to pass through the stretched (necked) shaft. Reportedly, no damage was reported as being observed during product inspection prior to use; therefore, it is possible that the noted stretched shaft occurred during the procedure. It is possible that if resistance was encountered during retraction of the catheter, as the balloon would not deflate, and as force was applied, the shaft became stretched, further contributing to the balloon unable to deflate; however a conclusive cause for the difficulty deflating the balloon could not be determined. Factors that may contribute to the difficulty to deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, all products are inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined.